Event description:
Customer reported there was no alarm when a supraventricular tachycardia switched to ventricular tachycardia. Patient subsequently died. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
A request for the return on the device has been made and the pump has been received in baxter service shop. This device underwent a series of accuracy, performance, and visual testing. This reported condition of "pump failing infusion rate testing" was confirmed and duplicated. Similar incidents have been received for this product family/code. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available.